Event description:
It was reported that the implantable pulse generator (ipg) could not be programmed or interrogated with the programmer, post cardioversion. It was also reported that post cardioversion, the mobile programmer application lost connection and was unable to program the implantable pulse generator (ipg). An attempt to use another mobile programmer application to interrogate the ipg was unsuccessful. Troubleshooting steps were taken to include the use of a alterative programmer which was able to interrogate the implantable device. The ipg remains in use. No patient complications have been reported as a result of this event. Host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.